Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 267 mg/dl. The customer delivered a bolus to stabilize bg level. The customer declined to troubleshoot with tandem technical support (cts) and stated that elevated bg level was due to eating dinner, and that the customer did not check bg level, as bg meter (non-tandem) was not working. A few hours later, cts followed up with the customer and stated bg level had lowered to 265 mg/dl. The customer declined further follow up.